Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred while attempting to load a cartridge. Customer's blood glucose was within range (value not provided). Customer discussed backup insulin therapy with their healthcare provider.